Event description:
During gallstone extraction, the physician used a cook memory eight wire basket. It was reported that a basket was inserted endoscopically into the bile duct and moved two or three times, after which the basket suddenly became unable to be stored inside the catheter. Upon close examination of the basket area using endoscopic images, it was discovered that the basket wires were severed. The basket was managed to be stored inside the catheter and the basket catheter was removed through the forceps [accessory] port of the endoscope. When the user checked the wire part of the basket, he found that two wires were severed. The procedure was completed by using another basket catheter (product name/lot#: unknown) from the hospital inventory. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced. The basket has 2 broken wires detached at the proximal end of the wires and both remaining attached at the distal tip of the basket. A brown-yellow substance was observed within the clear catheter near the distal end. Buckling of the proximal catheter was noted 17.3cm to 20.4cm from the handle. The basket was able to fully advance and retract during handle manipulation with slight friction felt as the drive wire passed through the buckled portion of the catheter. The broken wires would remain outside of the catheter during retraction. Under magnification of the broken wires evidence was found of embrittlement of the wire material. The fracture points of the basket wires were found to be close to the basket's proximal solder point, but there was no evidence of the wires being damaged by the buff process. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production leadership and manufacturing engineering on 11oct2024. It was determined that the wires had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wires was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory eight wire basket are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.